Event description:
I am a family medicine doctor in (B)(6) but in this situation also the consumer. I tried the lifewave x39 patches that I was gifted from a friend trying to help with my chronic ankle pain. I couldn't find much info at all on it (other than testimonials and very vague product description- its not supposed to contain any active medications in it) so figured it was pretty benign and gave it a try. On my second patch I developed a sudden severe migraine that only got worse with my triptan medication. Ended up in ER and had to take multiple medications for pain control. Thankfully negative CT/cta. I'm wondering if there is actually something (a drug) in medication that particularly interfered with my triptan. I couldn't find any safety studies on it or contraindications. Unfortunately ER doctor did not do drug screen.

Event description:
I am a family medicine doctor in (B)(6) but in this situation also the consumer. I tried the lifewave x39 patches that I was gifted from a friend trying to help with my chronic ankle pain. I couldn't find much info at all on it (other than testimonials and very vague product description- its not supposed to contain any active medications in it) so figured it was pretty benign and gave it a try. On my second patch I developed a sudden severe migraine that only got worse with my triptan medication. Ended up in ER and had to take multiple medications for pain control. Thankfully negative CT/cta. I'm wondering if there is actually something (a drug) in medication that particularly interfered with my triptan. I couldn't find any safety studies on it or contraindications. Unfortunately ER doctor did not do drug screen.

Event description:
Additional information received on 05/10/2023 for mw5117234. Updating procode and device manufacturer.